Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there mix of product in a pack. The following information was provided by the initial reporter. The customer stated: "during the inspection at our side, one product was found to have a half-transparent component and a white component. This product usually consists of a green component and a white component."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, fifteen (15) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation of components as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of color variation of components. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there mix of product in a pack. The following information was provided by the initial reporter. The customer stated: "during the inspection at our side, one product was found to have a half-transparent component and a white component. This product usually consists of a green component and a white component."